Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. During evaluation of the device it was observed to have a crease in the posterior view expanding to the anterior view,. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reason for device explant and/or reoperation: capsular contracture (grade iii) concomitant product; mentor memorygel 475cc silicone breast implant, catalog number 3504754bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation with mentor memorygel 475cc silicone breast implants which the left side had issue with capsular contracture baker grade iii after implantation. As a result patient had the device removed on (B)(6) 2019.

Manufacturer narrative:
Additional information received on december 18, 2020, indicated that the patient's right side has issue with capsular contracture grade iii and patient replacing just the left side: (left side was removed with no replacement on (B)(6) 2019 with unknown implant on (B)(6) 2021. Additional information received on december 23, 2020, indicated that the patient also hd non healing wound on the left side, doctor performed surgical scar revision which it didn't help. It was decided for patient to have prolong removal. This report relates to the left prosthesis. Updated device evaluation completed on january 07, 2021: during evaluation of the device it was observed to have a crease in the posterior view expanding to the anterior view,. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 21, 2021 additional information received indicated that the patient had preoperative visit, plan was discussed as the right side will be replaced, and relift on (B)(6) 2021, and left side will have replacement device as well. The report indicated that she has had significant weight gain during covid. She also is smoking daily, and the doctor discussed with her that this will compromise her healing. This report is for the left prosthesis. Manufacturer¿s reference number: (B)(4).